Event description:
Reporter alleged the customer obtained a result of 32 mmol/l on the mobile system compared back to back with a result of 3.7 mmol/l on a professional system when testing was performed within 10 minutes. Reporter stated that the customer was hypoglycemic and he treated her with some dextrose. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).